Manufacturer narrative:
We checked the returned unit and confirmed that the distal end assy w/ccd module shadow in image. Based on the result, we concluded that it was caused due to the fluid damage from the distal end assy w/ccd module. In addition, we confirmed that the eog valve broken, the light guide cable buckled, the mecha base plate corroded, the bending rubber leak, the bending rubber cut, and the ccd module pixels; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).